Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the crimped stent found the stent was damaged. The stent struts at the distal end of the stent were deformed, stretched and lifted upwards from the stent profile. The stent was correctly positioned between the distal and proximal markerbands. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the profile. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID # 2134265-2014-02838. It was reported that catheter removal difficulty occurred. The target lesion was located in the mid circumflex artery. A 3.50mm x 24mm promus premier stent was advanced but was not able cross an unspecified previously implanted stent which was placed distally. The 3.50mm x 24mm promus premier stent was removed however resistance was felt and it was then noted that the stent was deformed. The device was removed intact. An additional unspecified guide wire was advanced but was not able to cross the lesion. Then a non bsc guide catheter was placed. The lesion was predilated using a 2.5mm and a 3.0mm emerge balloon catheter. Then another 3.50mm x 24mm promus premier stent was advanced but was unable to cross the lesion. Upon removal of the device, it became stuck on the guide catheter and could not be removed. Both the stent and the guide catheter were removed together. The procedure was completed by implanting a shorter promus premier stent which covered the proximal segment of the lesion and the mid portion of the lesion was ballooned with successful outcome. No patient complications were reported and the patient's status was stable.

Event description:
Same case as MDR ID # 2134265-2014-02838. It was reported that catheter removal difficulty occurred. The target lesion was located in the mid circumflex artery. A 3.50mm x 24mm promus premier stent was advanced but was not able cross an unspecified previously implanted stent which was placed distally. The 3.50mm x 24mm promus premier stent was removed however resistance was felt and it was then noted that the stent was deformed. The device was removed intact. An additional unspecified guide wire was advanced but was not able to cross the lesion. Then a non bsc guide catheter was placed. The lesion was predilated using a 2.5mm and a 3.0mm emerge balloon catheter. Then another 3.50mm x 24mm promus premier stent was advanced but was unable to cross the lesion. Upon removal of the device, it became stuck on the guide catheter and could not be removed. Both the stent and the guide catheter were removed together. The procedure was completed by implanting a shorter promus premier stent which covered the proximal segment of the lesion and the mid portion of the lesion was ballooned with successful outcome. No patient complications were reported and the patient's status was stable.